Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart mrx displayed a red "x" in the status bar. There was no pt involvement.